Event description:
2 devices in the same lot collected longer sample than the set throw length. Most recent occurrence was set to 2.3cm and collected 4cm samples. Doctor set the length on the exact notch and not in between.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
2 devices in the same lot collected longer sample than the set throw length. Most recent occurrence was set to 2.3cm and collected 4cm samples. Doctor set the length on the exact notch and not in between.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. There was no photographic or physical evidence provided which would have allowed for the allegation to be reviewed. However, this defect is a known defect so the complaint is confirmed. This defect is caused by a sticky throw adjustor that makes it difficult to properly place the adjustor into the detents of the body, resulting in it having the possibility to jump forward when fired. An investigation into the sticky throw adjustor found that the most probable cause is an inadequate coating of teflon on the component, resulting in a significant increase of friction between the adjustor and the housing of the device. If the device is returned at a later date, the complaint will be reopened and reinvestigated for assured accuracy. The operational procedure outlining the assembly of the biopince ultra devices was updated to develop a more robust teflon coating and final inspection process for the completed units. Training was provided to the operators to ensure proper adherence to the relevant procedure.